Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly, minor scratched display window, broken battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had a blank screen. The customer's blood glucose was unknown. The customer had already replaced the battery, but the screen did not appear. Troubleshooting was done. The customer further mentioned that there was cracking around the area where the battery cap went in. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.